Event description:
It was reported that during surgery the tibial trial broke. A backup device was available and no delay was reported.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.